Manufacturer narrative:
Patient information has been requested.

Event description:
The customer reported the device alarmed and shut down on a patient due to a blower speed error reference failure. There was no patient harm.

Manufacturer narrative:
Updated .